Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is alarming pump error 37. Customer was in the kitchen when the alarm occurred. Customer had multiple pump errors on the insulin pump. Customer's blood glucose was 199 mg/dl at the time of the incident. Customer was assisted with clearing the alarms. Customer stated that she was unable to rewind the pump. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.

Manufacturer narrative:
The insulin pump was received with corrosion fount at the motor home switch and motor assembly also, unable to perform motor test due to corroded motor assembly. The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count time values too slow or too fast noted during our testing. The insulin pump had scratched case.